Manufacturer narrative:
(B)(4). Investigation summary: one photo was received by our quality team for evaluation. The photo shows two venflon pro safety samples with the needle pierced through the catheter. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: 1 photo was returned for investigation. The photo shows 2pcs venflon pro safety samples with needle pierce through catheter. Able to confirm the customer experience based on photo returned. End user risk assessment as per (B)(4), severity is negligible (s1) (B)(4). The risk is acceptable per (B)(4). Root cause description: the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and upon another attempt to insert the needle into the vein, the needle pierce through the catheter and damage the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: they were setting up the needle in patient doing poorly at the hospital. They needed to plug twice in different place and both times the needle got through the plastic but luckily without any piece of the plastic falling off. The nurse doing this is very experienced and have never seen this before. It is difficult to evaluate if the product is defect or if they can face this when it is difficult to install the venflon in patient??